Event description:
Pt was skin tested in 1993, and re-tested approx one month later in 1993. The results of both tests were negative. Pt rec'd collagen treatments for a number of years, then went several years without receiving collagen. In 2000, pt rec'd 1 cc of collagen in the forehead, crowsfeet, oral commissures, and upper vermilion border. Around the end of the fourth month in 2000, pt noticed onset of lumpiness on pt's forehead. Physician saw pt in the fifth month of 2000 and confirmed presence of lumps. In the 6th month of 2000, physician saw pt who reported itching and rash on arms, chest, and forehead approx in the middle of the 6th month of 2000. Physician has diagnosed hypersensitivity and allergic urticaria (lichenoid dermatitis) directly related to the collagen. Physician has treated symptoms as follows: in 2000 - triamcinilone diacetate-intralesional - forehead. 06/22/2000 - zyrtec 10 mg - by mouth, 06/22/2000 - claritin 10mg - by mouth, 06/22/2000 - dermator cream - topically, 06/28/2000 - medrol dose pack - by mouth, 06/28/2000 - atarax - by mouth, 06/30/2000 - prednisone 60mg - by mouth, 06/30/2000 - celestone - 1cc intramascular.